Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer continued to use the cartridge until it was out of insulin. There was no adverse impact to customer's blood glucose.